Event description:
Distributor reports that a customer reported they received package that was cut open.

Manufacturer narrative:
Based on the available information the event is deemed a reportable malfunction. A return sample for evaluation is not expected. The complaint issue has been investigated previously and documented in the CAPA system. No additional event details have been provided to date. Should additional information becomes available a follow-up report will be submitted.